Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. However on repeat endoscopy, the capsule was floating in hypo pharynx above the vocal cords. The capsule was emergently retrieved endoscopically with a roth net. The procedure was terminated, and the patient recovered without further incident.